Event description:
It was reported the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced under-fill or low draw of a tube with blood and broken lid/cap/hemogard shield. The following information was provided by the initial reporter. It is reported the customer received vacutainers with damaged stoppers and under-filling. "5 pk in the case are defective. The tops of some of them are cut. The tubes are not suctioning correctly." Additional information: customer asked about the location of shelf packs. Wanted to confirm shelf pack was not on top and accidentally cut with box cutter. Original location of shelf pack is unknown as photo was taken after product was unpacked and placed in store room.

Manufacturer narrative:
H.6. Investigation: bd received 5 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective stopper molding with the incident lot was observed and underfill issue was not observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for defective stopper molding with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The retention samples for lot 0258308 were inspected with no issues being identified. The lot number is unknown on the underfill defect; therefore, no further investigation could be completed. H3 other text : see h.10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0258308, medical device expiration date: 2022-01-31, device manufacture date: 2020-09-14. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced under-fill or low draw of a tube with blood and broken lid/cap/hemogard shield. The following information was provided by the initial reporter. It is reported the customer received vacutainers with damaged stoppers and under-filling. "5 pk in the case are defective. The tops of some of them are cut. The tubes are not suctioning correctly." Additional information: customer asked about the location of shelf packs. Wanted to confirm shelf pack was not on top and accidentally cut with box cutter. Original location of shelf pack is unknown as photo was taken after product was unpacked and placed in store room.